Event description:
Upon clip deployment in duodenum after polyp removal, a small piece of the resolution clip delivery device came off the shaft into the duodenum. Mfg notified by site, and that this is the second occurrence. Manufacturer response for clip delivery device, resolution clip delivery device (per site reporter), [redacted date] clinical site notified mfg rep directly.